Event description:
Individual was employed as a speech pathologist and wore latex medical gloves from 1995 to 1996. Due to her exposure to latex, she became sensitized and developed an allergy to latex.